Event description:
After injected with restylane on their upper lip, two injection sites remained red. One week following tx the underneath color of their upper lip is discolored a dark shade of purple appearing like a mustache. These are lumps at injection sites where the red puncture wounds remain. Pt is most concerned. Pt now has a dark shadow above their lip (upper).